Event description:
It was reported while the device was still in the packaging, the device could not be interrogated. The device was still unable to interrogate even when using another programmer. The device was not implanted. No adverse consequences were detected.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported inability to interrogate.